Manufacturer narrative:
Follow-up #1: date of submission 03/24/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the pump's alarm history showed multiple consecutive call service 52/54 alarms. The battery compartment was found to be cracked. The display screen was blank upon powering up. A technical analysis revealed that there was a slave processor u17 failure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.